Event description:
The nurse reported the suction was still on while the switch on the handle was turned off; discovered during patient use. There was no reported injury.

Manufacturer narrative:
Correction: d9 additional information-investigation complete: d4; h4; h6. The product involved in the report of continuous suction was returned and processed for evaluation. The device was physically evaluated, and the seal was inspected, it appeared to be working along the switch; however, as the sample was contaminated further evaluation could not be performed. Photographs of the device were evaluated; analysis of the photographs, observed the valve remained sealed with the button (slider) in the off position. However, as the sample was contaminated functional testing of the vacuum loss in the suction valve while the button (slider) is in the off position could not be performed; therefore, it was not possible to confirm the failure mode. The device history record for lot 1602617 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 08 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
The nurse reported the suction was still on while the switch on the handle was turned off; discovered during patient use. There was no reported injury.